Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer experienced low blood glucose and paramedics were contacted. The customer fell asleep and could not wake up. The customer's spouse contacted the paramedics. The customer's blood glucose was 20mg/dl, paramedics treated with glucose. The customer was advised to monitor his blood glucose and treat as needed.